Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11708. It was reported that the patient presented for a routine device exchange. During procedure, the physician was not able to disconnect the atrial lead from the pacemaker header. The set screw was stripped and could not be unscrewed. The physician cut the atrial lead and explanted and replaced the lead and pacemaker. Patient was stable post procedure.